Event description:
It was reported that when using the bd pyxis¿ es server all devices were currently on critical override mode. The customer stated they were unable to manually disable the critical override. It was noted that the system was scheduled for critical override to automatically turned off at 6:30 am; however, this does not occur as expected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server had an issue where all machines were in critical override. A technical support specialist (tss) dialed into the server and logged into health sight viewer (hsv), where devices were found in critical override due to scheduled settings. The tss then accessed pyxis enterprise server (pes) and navigated to critical override tab to review the schedules. The tss provided a workaround, advising that schedules should end at midnight and restart the next day to prevent false positives. The tss applied the knowledge article (ka) scheduled critical overrides going over midnight cause bogus attention notices. Later, the tss confirmed from the customer that the schedules were rebuilt accordingly, and the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.